Event description:
No adverse event [no adverse event]. Brush has broken off, the bristles - oral-b [device breakage] . Case narrative: 87 year old female consumer via phone stated that the oral-b crossaction toothbrush head broke off, the bristles. No injury was reported.

Manufacturer narrative:
08-feb-2023 case update: complained product will not be not available.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No adverse event [no adverse event]. Brush has broken off, the bristles - oral-b [device breakage]. Case narrative: 87 year old female consumer via phone stated that the oral-b crossaction toothbrush head broke off, the bristles. No injury was reported.